Event description:
Nitro 50/250 started per imed. Ordered and started at 3cc/hr. Total volume infused in approximately two hrs. No injury to pt. The silastic tubing of the set had a short remnant piece of silastic tubing attached to the tubing. The remnant was caught between the pump fingers and created a free-flow condition.